Manufacturer narrative:
B5: additional information was received that this was a catheter placement issue on a nerve block that caused the numbness that was reported. It was reported that the feeling was returning to the patient's lower extremities. The nerve block medication is unknown.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the pump was placed incorrectly. They described it as being jammed into the wrong nerve. They explained it paralyzed his feet and legs. Patient stated the pump was placed for his shoulder.